Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the unit shuts down without warning was unconfirmed. The sr8 was charged to 100%, unplugged, and ran on battery for 3+ hours down to 0%. There is no root cause as the issue could not be reproduced.

Event description:
It was reported the battery was changed out in august of 2023. Unit is still not holding a charge. Unit shut down mid procedure. Sounds like a software upgrade is needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the battery was changed out in august of 2023. Unit is still not holding a charge. Unit shut down mid procedure. Sounds like a software upgrade is needed.